Event description:
12lm020910 the provider states the cane mount broke while adjusting. No injury noted and caller didn't have additional information regarding the issue and the incident 7857hf

Manufacturer narrative:
Follow up to be sent if additional information is received.